Event description:
It was reported that a fox cross balloon delivery catheter (bdc) was prepared according to the instructions for use and during a non-tortuous, mildly calcified, superficial femoral artery interventional procedure, during post-dilatation of an absolute stent, a fox cross bdc was advanced without difficulty. The fox cross balloon ruptured with the first inflation of 12 atmospheres. The fox cross bdc was removed without difficulty and a non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.